Event description:
The entry port snapped off the end of the catheter. The physician had to cut down (arteriotomy) to retrieve the 2 pieces of the anl 1 sheath. No part of the device remained inside the pt (after the doctor removed the 2 pieces). The physician did not give any details except that a new product was opened and used to continue the procedure. No adverse effects to the pt were reported due to this occurrence.

Manufacturer narrative:
(B)(4). Event is still under investigation.